Event description:
It was reported that a patient underwent a left total hip arthroplasty, subsequently the patient underwent a revision due to recurrent dislocation approximately four weeks post-implantation. A review of the x-rays noted heterotopic ossification along the greater trochanter and lateral aspect the proximal femoral diaphysis. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02567, 0001825034-2019-02568, 0001825034-2019-03752, 0001825034-2019-03754.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of radiographs. Xray review notes dislocation of the femoral head and polyethylene liner, and heterotopic ossification along the greater trochanter. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Dob - unknown date in (B)(6) 1962.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient identifier: (B)(4). Concomitant medical products: part: 11-107018, freedom constr hd 36mm t1 std, lot: 062190; part: 010000985, g7 freedom const e1 lnr 36mm g, lot: 6517058; part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695; part: 110024465, g7 dual mobility liner 46mm g, lot: 143090; part: 11-301354, arcos con sz d hi 80mm, lot: 393990; part: 11-300920, arcos 20x190mm spl tpr dist, lot: 751510. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-02567, liner: 0001825034-2019-02568.

Event description:
It was reported that a patient was revised and subsequently was revised again approximately 1 month later due to dislocation. All components were revised during this surgery. Attempts have been made and no further information has been provided.